Event description:
It was reported that the customer's insulin pump had unresponsive buttons and that the arrow buttons did not work any longer. The customer remove the battery for five minutes, inserted a new battery but the buttons were still unresponsive. The customer's blood glucose was 10.1 mmol/l. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No damage was noted to the keypad traces. However, an unlocked keypad connector was noted on the liquid crystal display circuit board.